Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device started leaking after production. The customer also stated that the cassette contains an opiate. There was no reported patient involvement. Photos attached.

Manufacturer narrative:
Five images were received and reviewed for evaluation. The reported leakage problem was confirmed. Functional testing was unable to determine the root cause. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.